Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 09/02/2021 it was reported by a sales rep via email that an ar-9202-t15h arthrex universal glenoid¿ was broken. No additional information was provided, I have requested additional information